Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due signal changes that lead to very small r-waves and overcounting. The lead impedance was 125 ohms. At the time of the shock, the pt was lying on her left side; she had a fever of approximately 103 degrees fahrenheit and chills from a urinary tract infection. There were no signs of infection or swelling near the device site. The pt reported feeling the device "heat up" and then got shocked. The signal changes were not able to be reproduced at follow-up, and the device was stable in the pocket. Boston scientific technical services (ts) discussed potential reasons for the change in morphology and the 125 ohms impedance value. X-rays were performed and the physician was not concerned about the device position. It was thought that the fever may have impacted the patient's morphology. No programming changes were made and the system remains in service.